Event description:
Patient reported seeking treatment in the emergency room for a sore finger, which was punctured by a lancet 12 days earlier. Patient alleged that the lancet had penetrated too deeply, possibly hitting the bone underneath. The emergency room physician reportedly diagnosed patient with a hematoma at the puncture site. An x-ray revealed no damage. Patient's finger was reportedly soaked in a disinfectant and he was given a tetanus shot and an antibiotic. No additional treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.